Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a patient on a (B)(6) year old female with chest pain. There was no additional patient information at the time of this report. Return product is available for investigation. Date: (B)(6) 2018, sample: a, specimen: wb, collected: 15:50pm, tested: 15:52pm, result: 0.59 ng/ml; (B)(6) 2018, a, wb, 15:50pm, 16:05pm, 0.00 ng/ml. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/06/2018. Retain product was tested and functioning according to specification. Return product was not available.